Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The south wall was replaced to resolve the issue. No report of patient involvement. (B)(4).

Event description:
The hospital reported the the south wall is broken from pulling on the wall. There was no patient involvement.